Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a labral repair procedure, the head of the device broke where it is welded to the shaft. The broken piece was successfully removed from the patient with graspers. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the drill confirmed the reported complaint of breakage. The entire drill head has broken off. The drill head is dull and cutting edges are damaged. The drill also appears to have been chucked beyond its customary chucking surface. The shaft of the drill is scored in a circular manner at several places along its length and shows signs of debridement. Dimensional inspection of all attributes of the drill that could be measured was found to meet print specifications. Drill was tested for material condition and confirmed to meet print specification. A device in this condition would require the use of excessive force to drill. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.